Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 2067 rf (radio frequency) head, product ID 229047 analyzer.

Event description:
It was reported the fan does not come on. The programmer overheats and warns that it must be turned off. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, however, both system and power supply fans are noisy. The programmer passed functional and systems testing.

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.